Event description:
It was reported that the user experienced difficulty disconnecting a luer connector during a supply change for the ilet system, but the connector ultimately released and the user completed the disconnection while in a rush without further issues. Symptoms included no reported clinical effects or physiological symptoms. Outcomes included no alerts, alarms, or need for medical intervention. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed that the device functioned as intended after guidance. It was concluded that the event may have been related to either a tight component fit or use conditions, with the exact cause undetermined. The device has not been returned; if it is returned, it will be evaluated and a supplemental report will be filed.